Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing impedance measureemnt greater than 3000 ohms. Noise was also reported, leading to multiple inappropriate shocks. A conductor fracture was suspected. The patient was hospitalized and a revision procedure was performed to explant the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Visual inspection also noted the helix was stretched, likely to due the explant procedure. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.